Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was alleging insulin pump for possible under delivery. The customer's blood glucose level was 250 mg/dl at the time of the incident. The customer was assisted in troubleshooting. He was advised to change entire set, reservoir, and insulin. The customer's other blood glucose level was 122 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.0865 inches. Installed a water filled test reservoir, and primed pump. All boluses delivered properly. No delivery anomaly, bolus anomaly, basal anomaly, or reservoir compartment anomaly noted during testing. (B)(4).